Event description:
It was reported by the customer that during a wisdom tooth removal the pt received a minor burn to the lower lip. The doctor irrigated the burn and advised the pt to keep it moist. There was no scarring expected and the pt was believed to make a full recovery.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician noted that the drive shaft and housing were worn. A worn driveshaft could have caused increased vibration in the handpiece and this may have contributed to the overheating of the handpiece. The cleaning instructions 2296-001-708 dictate that the handpiece should be returned to stryker every 12 months for maintenance and according to our service records this was not done; the last time the handpiece was in for maintenance was september of 2006. The handpiece was repaired and returned to the customer.